Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple occlusion alarms occurred. Blood glucose was elevated (value not provided). As the occlusions occurred in the past, tandem technical support (cts) was unable to determine a possible cause of the events. Cts followed up with the customer and a different type of infusion set was sent to the customer to resolved the issue. Customer was satisfied and required no further follow up.